Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire technical support recommended to customer to try reseating the gas delivery engine due to the 100 percent leak. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low oxygen alarm during use on a patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event.